Event description:
It was reported that patient underwent bi-polar hip arthroplasty on (B)(6) 2011. During routine follow up visit, radiographs indicated a metal ring from the cup is exposed. The patient has no symptoms, surgeon requested patient return for another follow up visit in 3 months.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: improper selection, placement, positioning, alignment, and fixation of the implant components may result in unusual stress conditions, which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure.